Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received higher readings compared to readings obtained on the built-in reader and experienced a seizure and loss of consciousness. Customer reportedly self-treated with "saline and home infusion" and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.